Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the epicardial lead was not capturing and the lead was electrically abandoned. Approximately seven weeks later the lead was capped and replaced. No patient complications have been reported as a result of this event.